Event description:
It was reported that a cartridge alarm occurred with the customer¿s equipment. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support confirmed the issue with consecutive cartridges and arranged for a replacement pump. The customer reverted to an alternative method of insulin therapy.